Manufacturer narrative:
(B)(4). Visual inspection found excessive dried blood and metal between the jaws. Inspection found tissue and a large staple protruding from the side of the jaws. The jaws could not be opened with the metal lodged between the jaws. Examination under magnification confirmed damage to the leading edge of the blade. The damage to the blade is from the user inadvertently cutting on a staple. The investigation identified the root cause of the reported event to be mishandling by the user. The IFU for this product has a warning not to deploy the cutter on clips, staples and other metal objects to prevent damage to the cutter blade. The IFU also recommends cleaning the jaws with a piece of wet gauze to help minimize tissue build-up between the jaws.

Event description:
The customer originally reported that the device was difficult to open. Upon receipt for investigation on (B)(6) 2015, it was noted that a portion of the knife blade approximately 0.02 x 0.04 inches from the top, leading edge of the blade was missing, not returned with the device.